Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patients therapy was not adequate. It was also noted that the patient was experiencing shocking sensation in the lower legs and feet. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.